Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they received the open book image on the insulin pump screen. Customer stated that insulin pump was shut off about an hour ago and they replaced the battery, when it came back on it was alarming with an open book and red x on the screen. Customer also stated that screen was flickered a few times after new battery was inserted and when it came on after 4 or 5 flickered and the alert was occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.